Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, no failure was identified related to the time issue or the touch screen issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer reported that the time changed and the customer was unable to toggle between settings within the bolus settings menu. Blood glucose provided was 250 mg/dl. During troubleshooting with tandem technical support the malfunction was cleared and the customer resumed insulin delivery.